Manufacturer narrative:
Work order search: no similar complaint type events were reported for units within the same lot. (B)(4)

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm micl13.2, -12.5 diopter, implantable collamer lens into the patient's leftt eye (os) on (B)(6) 2018. On (B)(6) /2018 the lens was removed due to observation of excessive vault, elevated iop (intraocular pressure), significant reduction of irido-corneal angles, angle closure, pigment dispersion, unreactive (fixed) pupil, glare/haloes, and iris atrophy. Additional surgical intervention (enlargement, addition of new pi and repositioning) were performed. It was reported that at patients last follow up ((B)(6) 2018) the patient was on four different glaucoma drops, iop 25mmhg. Additional information reported, pi patent, patient reports decreased glare. Explanted icl after rotation, iris cell and flare increased the iop.

Manufacturer narrative:
Device evaluation: the lens was returned in a therma scientific container. Visual inspection found the haptic torn and foreign material on lens surface (residue on lens). (B)(4).

Manufacturer narrative:
Addition of new pi was not reported. .

Manufacturer narrative:
Additional information was received. The reporter stated that the patient had iritis due to the rubbing of the lens. The lens was rotated and the iritis still continued. Antibiotics and anti-inflammatories were used to address the inflammation. The problem of the cell and flare was resolved after the removal of the icl, there were no cell and flare post removal. (B)(4).